Event description:
A surgical coordinator reported a refractive surprise following intraocular lens (iol) implant surgery. The coordinator reported the refractive surprise was due to the iol being rotated. Medical records were requested and received. On the first postoperative day, the pt had an elevated intraocular pressure. She reported that her vision was a little bit cloudy. Additional info has been requested.

Manufacturer narrative:
H3, 6: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/08/2010 by fax and mail. A completed questionnaire has not been received. Medical records were received on 12/03/2010. (B)(4).